Manufacturer narrative:
Internal complaint reference (B)(4). H10 the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture. The knot is still visible and the t2 is on the needle just past the dimple. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery, an ultra fast-fix t2 could not be deployed. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported.